Event description:
It was reported that patient had foley catheter issues. Urology physician saw the patient and they ended up having to replace the foley catheter. They mentioned that they disliked the clear catheters that were coming in the kits as the balloon kept collapsing in on itself and causing issues for patients.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode could be "low latex modulus". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had foley catheter issues. Urology physician saw the patient and they ended up having to replace the foley catheter. They mentioned that they disliked the clear catheters that were coming in the kits as the balloon kept collapsing in on itself and causing issues for patients.